Event description:
The customer reported error message of data acquisition pcba adc failed and machine and proximal pressure sensors failed. Customer flexed the motor controller to data acquisition cable during operation and received da pcba adc failed. The customer reported there was no patient involvement.